Event description:
During the temperature management therapy using the stx surface cooling pad set (lot #unknown), the patient developed blisters. The customer mentioned that the blankets remained on the patient throughout the cooling and rewarming process, totaling 48 hours. The nurse was unsure if skin checks were performed during treatment.

Manufacturer narrative:
Corrected b5 (describe event or problem), d1 (brand name), d2 (common device name), d3 (manufacturer name), d4 (model #, catalog # and primary unique device identifier (UDI) #), g1 (contact office - manufacturing site), and g4 (premarket identification).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Based on medical safety assessment, the event was not serious because it did not meet any criteria of seriousness per regulations (did not lead to death, was not life-threatening, did not result in a permanent impairment of a body structure or a body function, did not require in-patient hospitalization or prolongation of existing hospitalization, and did not result in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function). Due to the relevant time and the event location in predisposed patient, the event of blisters from the blanket system was probably related to the innercool stx surface system pads. In IFU, it listed that the method of temperature control provided by all hyper-hypothermia units presents the danger of heating or cooling body tissues, particularly the skin, to a point where they are injured, i.e., burns or frostbite, respectively.

Event description:
During surface pad system target temperature management therapy, customer reported that a patient developed blisters from the innercool stx surface system (120v) serial #unknown. Customer added that the blankets remained on the patient the cooling and rewarming process for a total of 48 hrs. No known impact or consequence to patient information was provided.